Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-may-2023. H6: investigation summary a device history record review was completed for provided material number 307736 and lot number 2303117. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Upon examination of the sample, damage was observed on the barrel which caused leakage. It has been determined that the damage most likely resulted from handling of the product through the manufacturing process or within the plunger assembly machine. H3 other text : see h10.

Event description:
It was reported that the bd emerald - 3-piece syringe experienced leakage. The following information was provided by the initial reporter: problem: 10 ml of 0.9% nacl is drawn for antibiotic dilution. Water is running down the plunger to the caregiver's fingers. Immediate action: change of device; patient impact: none.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald - 3-piece syringe experienced leakage. The following information was provided by the initial reporter: problem: 10 ml of 0.9% nacl is drawn for antibiotic dilution. Water is running down the plunger to the caregiver's fingers. Immediate action: change of device. Patient impact: none.